Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen. A field service engineer (fse) replaced the hard drive, reimaged the system, and successfully brought the station back online. System updates were completed and synchronization was verified. Remote support services and the component manager were installed, and the station was confirmed to be operational after all required tasks were completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station become stuck on a black screen with a frozen display and was shown as offline on remote smart service. The customer attempted to reboot the station multiple times; however, the system does not progress beyond the frozen screen and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.